Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. Found a worn downstream occlusion (dso) seal. Reported problem duplicated, error code 42221 was shown on device log. The most probable cause was a defective printed wire assembly (pwa) board. The pwa board and dso seal were replaced to fix the issue.

Event description:
It was reported the device was giving an error code (service due) and the results of the investigation found a worn downstream occlusion (dso) seal. There was unknown patient involvement.